Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s wife called 911 as the cgm showed the patient¿s glucose level at 70 mg/dl, although the fingerstick showed his bg was 49 mg/dl. The patient could not move or walk. He was given glucose tablets at the home by the paramedics and was then able to move and was stable. He was not taken to the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.